Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 with a nasal kitted swab. On (B)(6) 2023, three (3) binaxnow covid-19 antigen self-tests were performed. The first test taken (lot number: 207039) generated a positive result, the second test (lot number: unknown), generated a negative result and the third test (lot number: unknown), generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Second test lot information: d4-lot:207039. D4-expiration:3/23/2024. D4-UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 with a nasal kitted swab. On (B)(6) 2023, three (3) binaxnow covid-19 antigen self-tests were performed. The first test taken (lot number: 207039) generated a positive result, the second test (lot number: unknown), generated a negative result and the third test (lot number: unknown), generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. First test lot information: d4-lot:207039 d4-expiration:3/23/2024 d4-UDI:(B)(4) investigation results: customer was unable to provide the lot number for the second and third test. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 207039 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 207039, test base part number 195-430h/ lot: 203802. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207039 showed that the complaint rate is (B)(4)% a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207039 showed that the complaint rate is (B)(4)% abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.h10: "second test lot information" changed to "first test lot information" h3 other text : single use; device discarded.